Manufacturer narrative:
(B)(4). Information for this event obtained via maude review. Maude report does not document the user facility, user facility address, or contact information. Maude report states "event type" as injury. No information provided regarding patient injury.

Event description:
Complaint description as noted in the maude review: central line was leaking fluid. The ij insertion site was hard and discolored. Patient's blood pressure was labile with turns. The line was removed. The nurse observed that the line was not the same length as other arrow ijs that she had seen.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description as noted in the maude review: central line was leaking fluid. The ij insertion site was hard and discolored. Patient's blood pressure was labile with turns. The line was removed. The nurse observed that the line was not the same length as other arrow ijs that she had seen.

Event description:
Complaint description as noted in the maude review: central line was leaking fluid. The ij insertion site was hard and discolored. Patient's blood pressure was labile with turns. The line was removed. The nurse observed that the line was not the same length as other arrow ijs that she had seen.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.